Event description:
Two balloons used to declot a femoral popliteal artery developed pin hole leaks. A third balloon catheter was used to successfully complete the procedure without patient complications. These devices were returned, evaluated and retained by this MFR. The engineering evaluation revealed a leak located over the distal radiopaque marker on both balloons. The shaft was corkscrewed on one unit and bowed on the other. Scratches and chatter marks were noted on the balloon surfaces of both balloons. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These devices displayed characteristics consistent with overpressurization, bowed and corkscrewed shafts, as well as contact with a sharp external source, scratches and chatter marks on the balloon surfaces. Therefore, co believes these factors contributed to this event and does not attribute it to the devices. Co's directions for use state: if loss of pressure within the balloon occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."